Manufacturer narrative:
Phone number: institution:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume is zero after the customer starts the device and uses the set parameters. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Per additional information, it was confirmed that the tidal volume is 0, due to a sensor failure. The customer has handled the repair although details were not provided as to specific resolution. It was confirmed that the device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.